Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported during meshing of a donor allograft skin the device had an incomplete mesh. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device was producing an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was producing an incomplete mesh and the ball detent, worn bushings, worn side plates, damaged comb, and gears were replaced. The reported event is associated with the current repair. Hence the previous repair is similar in nature to the current repair. Initial qa inspection of the skin graft mesher by on august 4, 2017 revealed that the shoulder bolts and hinges were removed, so the device was unable to be pre-tested. The 1.5:1 ratio cutter, serial number (B)(4) and the 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the gears and worn bushings. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device was producing an incomplete mesh¿ was non-verifiable since during the initial inspection the pre-test could not be performed; however it was noted that the 1.5:1 ratio cutter and 2:1 ratio cutter failed to produce a passing sample mesh. The root cause of the reported event could not be determined since during the initial inspection the pre-test could not be performed; however it was noted that the 1.5:1 ratio cutter and 2:1 ratio cutter failed to produce a passing sample mesh. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.